Event description:
As the physician was loading the palmaz genesis opta pro unto the guidewire, the stent strut was noted uplifted before the product entered the pt; therefore, the product was not used. There was no pt injury. There was no damage to the box. The product was prepped according to instruction for use (IFU). The physician noticed the uplifted strut before the product entered the pt. The product was being loading unto the wire when the anomaly was found. There were no other noted anomalies. Another product was used.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional info will be provided within 30 days of receipt. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint.